Event description:
Hlth care professional (hcp) reports 4 cracked venous and arterial headers noted during use and during reprocessing of dialyzers. Reused 3, 8, 11, 1 time. Hlth care professional reports no pt injury.